Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. The balloon was loosely folded. There was contrast in the inflation lumen. The outer shaft, inner shaft, balloon and tip were microscopically examined. There were numerous hypotube kinks. A longitudinal tear was identified in the balloon wall. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 18-apr-2017. It was reported that crossing difficulties were encountered. The 95% stenosed, 15x3.5mm target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). A 3.0mm x 15mm quantum¿ maverick¿ balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another with the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed balloon torn longitudinally.